Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea across six electrodes, resulting in the decision to explant the device. The device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.